Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that betadine leaked from the "backside" of the minicap transfer set. This was observed during use of the device for peritoneal dialysis therapy. The transfer set was inspected and noticed to have build up of betadine in the threading and black substance. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event, however the patient was treated with antibiotics and antifungals. No additional information is available.

Manufacturer narrative:
H11: one (1) actual device and a photograph of the sample were provided for evaluation. Visual inspection of the actual sample was performed and a separation between the main body and silicone tubing was observed. The actual sample failed to meet specification. Markings in the tubing indicate the tubing was positioned on the female connector post at the time of use. The occluder legs were intact. The photograph was reviewed and showed the twist clamp was separated from the main body. The reported condition was verified. The cause of the condition could not be determined; however, the assembly between the female connector and the silicone tubing is a friction fit and not a solvent bond. A strong tug on the tubing or the patient adapter / bushing could cause separation. Should additional relevant information become available, a supplemental report will be submitted.